Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.